Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the mitraclip procedure on (B)(6) 2015 was to treat degenerative mitral regurgitation (mr) with pre-procedure mr grade 4+ with flailing and prolapsed leaflets. Reportedly, imaging during the index procedure was challenging; however, leaflet assessment was confirmed. The clip was deployed without issue and mr was reduced to grade 1-2. On 8/11/2015, while reviewing transesophageal echocardiography (tee) imaging done on (B)(6) 2015, a single leaflet device attachment (slda) was noted; the clip had detached from the anterior leaflet. The patient was asymptomatic and mr increased. No additional treatment was performed and no additional procedure is scheduled at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) leading to incomplete coaptation appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda leading to incomplete coaptation appears to be related to leaflet pathology and therefore attributed to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.